Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient presented in clinic for follow-up with intermittent pocket stimulation. Upon interrogation of the device, back-up operation was noted on the implantable cardioverter defibrillator. A device download was performed successfully.